Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The junction between the operation pipe and the operating wire was broken. There was no abnormality in the junction between the operation pipe and the operating wire. The manufacturing record was reviewed and found no irregularities. Based on the similar cases in the past, it is surmised that during crushing the calculus, a larger load than durability strength of the product was applied due to the factors such as size, hardness, and shape of the calculus. As a result, the junction between the operating pipe and the operating wire might be broken. The instruction manual of the device has already warned as follows; do not use this instrument for a calculus that is assumed impossible to be crushed by a lithotriptor. The pipe or the basket wire may break and part of this instrument may remain in the body. This instrument will deform and/or deteriorate by performing lithotripsy. When lithotripsy is repeated, it will deform and/or deteriorate furthermore. By such deformation and/or deterioration, calculus may not be crushed and/or the instrument with calculus engaged may not be removed from the body. If lithotripsy is required to be repeated in a single case, make sure to check each time that no abnormality is found in action and/or appearance (e.g. Basket wire cut or worn, tube sheath bent, notable coil sheath bent or gap etc.). Stop use when any abnormality is detected.

Event description:
During an endoscopic removal of gallstone, the subject device was used. It was reported that the physician tried to crush the calculus with the subject device, but the operating wire was broken and the subject device was temporarily incarcerated. The physician released the calculus and removed the subject device from the patient body. The intended procedure was completed with a retrieval balloon catheter. There was no patient injury reported.